Manufacturer narrative:
(B)(4). The patient's date of birth was not provided; however, the patient was reported to be born in 1938. (B)(6). This lot was manufactured from june 22, 2015- june 23, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This occurred during infusion. The device was filled with 3950mg of fluorouracil and 17ml of sodium chloride to a total volume of 79ml. The drug solution and blood leaked onto the patient's skin. There was no patient injury or medical intervention associated with this event. No additional information is available.